Event description:
The customer reported that they received an erroneous result for one patient sample tested for ethanol gen.2 (etoh). The sample initially resulted as 3.07 mg/dl and this value was reported outside of the laboratory. The sample was repeated with a times 50 dilution and resulted as 421.20 mg/dl. The sample was also repeated a second time, resulting as 386.41 mg/dl. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The etoh reagent lot number was 610769. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Investigations of the provided data have determined that there was no sample pipetted from the patient sample tube. A general issue with the instrument and reagent can be excluded since calibration and controls are acceptable. A specific root cause of the pipetting issue could not be determined based on the provided information.

Manufacturer narrative:
This event occurred in (B)(6).